Manufacturer narrative:
Device returned, evaluation complete.

Event description:
It was reported that the perforator bit did not stop during a procedure. No further information has been provided at this time.

Event description:
It was reported that the perforator bit did not stop during a procedure. No further information has been provided at this time.